Event description:
It was reported that there was an infection; the pump came through the skin and was exposed to the surface of the skin. The patient experienced increased pain. The device system was explanted. The patient recovered without sequela. The pump was used to deliver morphine sulfate and hydromorphone.